Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the end user contacted him alleging that the wheel is not staying attached to the chair.

Manufacturer narrative:
Additional/updated information was added to reflect the dealer providing additional information. The dealer stated that the nut in the axle came apart which is how the axle for the wheel is screwing off. An order was issued to replace the axles.

Event description:
The dealer stated that the end user contacted him alleging that the wheel is not staying attached to the chair.